Event description:
Elderly male transurethral resection of prostate: cystoscopy - large loop electrodes (x3) would not work properly, would not cut, leaving tags. Tried 2 others and a 12º lens. No patient injury - removed from service. Completed procedure. Called manufacturer rep who ran us through troubleshooting, as already done, with no results. Manufacturer response for quick-fire 30º large loop electrode, fquick-fire 30º large loop electrode (per site reporter). Reps ran us through troubleshooting as the team had already done but with no results.